Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an apex surgery with the vaultlock the device protruded. It was stated that the surgeon measured the pegs of the vault lock and the drill bit. The surgeon measured 20 mm of the drill bit and 16mm of the central peg. It was also reported that the cement impactor was too long. The surgeon had to fill the holes with a bone graft which lead to a prolonged surgery. Update 05-nov-2020: further information about the procedure were provided. The surgeon was reaming the glenoid by hand using the nautilus reamer and there was no aggressive reaming incorporated. When drilling the superior peg the surgeon perforated the bi-cortical bone. He fixed the situation by using bone chips from the resected humeral head. It was further reported that the surgeon has not used the cement pressurizer ar-9235 according to the surgical technique but the puncher ar-9233 instead since he believes that the pressurizer has to long pegs. The surgery was extended by 10-15 minutes to fill the caused holes.